Event description:
The lead was explanted and replaced due to dislodgement. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.